Event description:
The ICD displayed a "device parameter error" message when interrogated. The "ram" map indicated erroneous values for the tach and fib cut-offs. It was recommended that the ICD be removed and returned for analysis. The physician elected not to explant the device and monitor the pt.